Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced no sign of symptoms other than reporting stimulation around pocket area. All impedance values were in normal range in pre op. The primary issue is that when the patient¿s right extension was plugged into percept ((B)(4)), circuits involved in top two (#¿s 2<(>&<)>3) contacts on 3387 leads were high (over 5k in monopole configuration, and over 10k in bipole configurations). Extension was inserted several times to ensure proper seating to no avail. Old 37603 device was reconnected to dbs extension and all impedances were observed to be normal. Seeking to know if the first percept was faulty, and seeking to upgrade system for longevity and , surgeon requested that a second percept be opened. Second percept was opened, and same issue occurred. Finally, surgeon requested a new 37603 be opened. When testing the new 37603, all impedance issues resolved to normal, and the surgeon decided that, rather than limit the patient¿s MRI access and potentially expose the patient to programming challenges, the new 37603 would be be the best thing for the patient. Because multiple impedance checks on two consecutive new percept dbs devices failed after copious troubleshooting, an activa sc 37603 was finally reimplanted vs the surgical plan to upgrade 37603 to percept. This prolonged what is typically a fast case and resulted in 3 new devices being inserted into the body versus 1.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they believed the root cause of the issue to be the lead configuration wasn't properly selected. A directional lead was specified in the impedance check instead of a legacy lead, and this was likely creating the error.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.